Manufacturer narrative:
Concomitant medical products: product ID 7495-66, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient had experienced an erratic stimulation pattern. Impedance testing was performed and found that electrode 0 had impedances of >40000 ohms. It was noted the patient had ¿complained of shocks during the impedance check.¿ a revision procedure was performed at the time of report, whereby the patient¿s lead was tested and ¿tested fine.¿ the patient¿s extension was then ¿replaced and connected to the old battery¿ and ¿impedances checked through the battery were normal.¿ it was noted the issue was resolved following the replacement of the patient¿s extension and the patient was alive with no injury at the time of report.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2016, product type: extension. Please note conclusion code and result code no longer apply to this report. Additionally, the extension information found above, has been updated at this time. Device analysis: analysis of the extension found the #0 and #1 conductors were broken 2.8 cm from the proximal end and the #3 conductor was broken 2.9 cm from the proximal end. It was additionally noted that the outer insulation was broken over the #0 conductor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.